Event description:
It was reported that an ilet had intermittent charging, with the device reaching only about 30% battery and the charge indicator light blinking on and off while on the charging pad, which coincided with episodes of high blood glucose reading values in the 500¿600 mg/dl range without a fingerstick confirmation. Customer care provided support that included arranging overnight shipment of a replacement charging pad. Investigation of this case revealed a suspected faulty or inconsistent performance of the external charger leading to inadequate device charging. Symptoms included dry mouth, fatigue, frequent urination, and sleepiness consistent with hyperglycemia. Outcomes included elevated glucose without verification by fingerstick and no hospitalization. It was concluded that the event was related to charger malfunction resulting in interrupted charging and subsequent hyperglycemia due to the device not remaining powered as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.